Manufacturer narrative:
Cts inquired about the volume of testing on the midnight shift. The customer admits the volume is low and the provue was not in active use around the time the technologist performed the initial antibody screen test in question. Cts discussed the fact that the red cells in the selectogen vials could have settled during the time the provue was not in active use and therefore the concentration of the cells that were aspirated by the probe could have been compromised. Cts advised the customer to follow the recommendation as written in the provue's user's guide. (B)(4).

Event description:
The customer states the ortho provue missed an antibody that was detected in manual gel. No erroneous results were reported.